Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 6 120x30. The customer states that all parts of the device was difficult to flush. Dr says, the device was difficult to visualize under fluoro, even in full of contrast. The balloons were difficult to deflate. When the entire catheter was removed from the pt at completion, the doctor noticed a balloon rupture. The balloon ruptured the pt's graft so they sent the pt to surgery for another graft.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.